Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager opened and immediately re locked, preventing the door from opening. A field service engineer (fse) cleaned the switches and lubricated the latch mechanism. Final testing was performed, and boot validation was successfully completed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5w smart remote manager, accessing it caused an unlocking or clicking sound followed by immediate relocking. This prevented the door from opening and triggered a failed storage space error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.